Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. The power failure was intermittent, but it could be reproduced. The device was returned back to the manufacturer site for repair. For safety reasons, the cpu circuit board and the main switch have been replaced. A technical safety inspection has successfully been carried out after the replacement. The root cause of the reported issue could not be determined. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova received a report of a centrifugal pump system with tubing clamp control panel shut off. It was reported that the entire hlm was removed from service for safety reason. There was no patient involvement.